Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unknown date, follow-up imaging showed the trunk-ipsilateral leg component had migrated 5mm distally resulting in a proximal type I endoleak. It was reported a suspected type ii endoleak caused sac enlargement and resulted in proximal progression of the disease. The disease progression in the proximal neck reportedly shortened the seal zone, resulting in the proximal type I endoleak. On (B)(6) 2013, an intervention was performed to treat the proximal type I endoleak. An aortic extender component was implanted for 15mm of proximal extension up to the level of the renal arteries. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.